Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician''s prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 25 apr 2024 from the home therapy nurse (htn) a 48 year old male patient with a complex medical history including end stage renal disease, who stated the patient was found unresponsive with an unspecified amount of blood observed on the floor during a hemodialysis treatment on (B)(6) 2024. Resuscitative efforts by emergency medical services (ems) were unsuccessful. Additional information was received on 30 apr 2024 from the htn who stated ems noted the needle was dislodged from the patient¿s fistula. Cardiopulmonary resuscitation (CPR) including administration of epinephrine (nos) was performed and the patient expired at an unspecified time on (B)(6) 2024.